Event description:
The user reported that the roller pump clamp is not stopping the flow of fluid. No harm or injury reported.

Manufacturer narrative:
Device eval - one used suspect device has been received for eval. The user did not indicate if this was the initial use of the device. The user did not provide a lot number. A review of the lot specific device history record and the complaint database could not be completed. The eval is in process. A follow-up report will be submitted when the eval has been completed.